Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a foreign material found in an infusion set is confirmed but the exact cause could not be determined. One 22 ga x 1.0 in. Safestep infusion set was returned for evaluation. A microscopic observation of the returned safestep infusion set revealed a grayish/brown fibrous material inside the luer of the device. The infusion set was returned opened with its original packaging and some use residues throughout the returned infusion set. Because the safestep infusion set was returned opened, the complaint is confirmed but the root cause could not be identified. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when saline solution was infused, a foreign material was found and the device could not be primed. There was no reported patient involvement. No other information was provided.

Event description:
It was reported that when saline solution was infused, a foreign material was found and the device could not be primed. There was no reported patient involvement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when saline solution was infused, a foreign material was found and the device could not be primed. There was no reported patient involvement. No other information was provided.